Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect reported, was not received by the manufacturer at the time of this report. Based on the lot number provided, for which the device history record resides at (B)(4) facility, the (B)(4) lot numbers for component tfx-001743 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. Corrective action cannot be established at this time. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device "connection adapter faulty - cannot connect to the oxygen point." Alleged issue was reported as detected prior to patient use. There was no report of patient involvement. There was no report of patient harm.